Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as they were closing the jaws of the device, the distal end of the clip crossed over. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clip fall into the patient? No. Which firing of the device did this event occur on? First clip and only happened on the first firing but didn¿t happen again after that. What vessel or structure was the device fired on at the time of the event? Yes. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, and in the pt. What were the indications for surgery? What was found? Lap chole. Does the patient have any relevant history of surgical treatments? N/a. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In addition, two unformed clips were returned inside a plastic bag. Possible causes for the yielded jaw condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).